Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. The device was returned. The investigation is confirmed for retraction issues based upon the condition of the sample (i.e. Flared introducer tip and bunched balloon material). The investigation is also confirmed for a longitudinal rupture and a break at the proximal balloon glue joint. The edges of the break were stretched and jagged, possibly indicating that excessive force contributed to the event. It is possible that the break at the glue joint was a result of the reported retraction issues. It is unknown if excessive force contributed to the reported event. The definitive root cause could not be determined based upon the available information.

Event description:
It was reported that a pta balloon ruptured during the first inflation (atm unknown) in an a-v graft in the right upper arm. During retraction, the balloon became lodged in the introducer sheath. The catheter and sheath were removed together as a single unit. Another pta balloon was used to successfully complete the procedure. There was no patient injury reported.